Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a g7 cgm, with bg values reportedly reaching 312 mg/dl and remaining above range for approximately 10 hours, prompting infusion site changes and a cgm sensor replacement; insulin delivery was resumed after each intervention and the user self-administered 12 units of subcutaneous insulin via pen. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or dka. Outcomes included prolonged out-of-range glucose requiring troubleshooting, education, and use of back-up insulin. Investigation included review of device use data, user troubleshooting with site and sensor changes, and customer education. Investigation of this case revealed no visible cannula kinks and improvement in bg after site and sensor replacement, with the cause of the hyperglycemia remaining unclear. It was concluded that the event involved hyperglycemia of unclear cause, with user counseling and successful restoration of insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.